Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.

Event description:
New information received notes that programming changes were performed. The patient condition was stable.